Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had issue with sensor. The customer blood glucose level was around 127 mg/dl. The customer was assisted with troubleshooting. Customer states the sensor suspend on low with calibration not accepted, change sensor and customer noticed blood under the sensor. Customer reports the introducer needle fractured while in the body. Customer reports they were unsure if the introducer needle was in the body. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. The device will be returned for analysis.